Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03702. It was reported that the patient presented to the clinic due to brief episodes of asystole. Device interrogation showed the right ventricular (rv) lead and left ventricular (lv) lead exhibited loss of capture due to dislodgement. High capture thresholds were also noted on the lv lead. The physician re-positioned the leads on (B)(6) 2020. The patient was stable before, during and after the procedure.